Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level of 300+ mg/dl. The customer treated with syringes. Customer reported infusion set cannula to appear bent. Customer was unable to further troubleshoot. The product was not returned for analysis.